Event description:
It was reported that the patient with this lead implanted into left bundle branch position, complained of chest paint and discomfort, so it was revised but during the procedure it was discovered tissue had wrapped around the leads helix and caused its helix to be unable to retract. The physician opted to explant this lead an implant a new lead instead into right ventricular position. No additional adverse patient effects were reported.